Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the failure of the ccd or electrical circuit board, or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the subject device gave the scope communication error e216. The user cycled the power of the system and the subject device was reconnected to the system, however the issue was not resolved. There was no report of patient injury associated with the event.